Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed lesion was located in a mildly tortuous and mildly calcified first diagonal branch of a left anterior descending artery. The physician successfully placed a 2.5x15mm non bsc stent in the second diagonal. A 2.5x12mm taxus liberte' drug eluting stent was then advanced to the lesion. The physician had two guidewires inserted, one in the left anterior descending artery and another in the first diagonal. After inserting and withdrawing the stent delivery system twice the stent dislodged on a guidewire in the proximal left anterior descending artery. The physician used the stent balloon to deploy the stent in the left anterior descending artery at 14 atms for 20 seconds. The procedure was completed with a 2.5x13mm non bsc stent. No further patient injuries or complications occurred. Patient status is satisfactory.